Event description:
It was reported that the patient has pain. Patient also has continuous clicking sound.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker left knee. It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
(B)(6). An event regarding pain and clicking involving an unknown knee was reported. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: medical records were not provided for evaluation. Patient called to explain that the reason for pain was scar tissue. -device history review: review could not be performed as the device was not properly identified. -complaint history review: review could not be performed as the device was not properly identified. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened. Cic spoke with patient and he mentioned that he just had MRI done and confirmed that nothing is wrong with stryker product itself , the reason was scar tissues for his pain. Patient does not want to continue further investigation.

Event description:
It was reported that the patient has pain. Patient also has continuous clicking sound.